Manufacturer narrative:
D1001, d15 - based on the current information provided, the cause of the operative complication can be attributed to the patient's condition. The surgeon indicated that no malfunction of any da vinci instruments or the system occurred. Therefore, no products will be returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure. No relevant errors were observed during this procedure. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the permanent cautery hook instrument, and site reviews have shown that no complaints were filed against the instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal bilateral hernia surgical procedure, the patient had more bleeding than anticipated. The surgeon believe the bleeding was related to the patient's condition. The surgeon did not feel comfortable completing the case robotically and hence the procedure was converted to an open procedure. The surgeon confirmed no malfunction of the da vinci surgical system occurred.

Event description:
It was reported that during a da vinci-assisted inguinal bilateral hernia surgical procedure, the patient was bleeding more than anticipated and the surgeon did not feel comfortable completing the case robotically. As a result, the surgeon opted to convert the case to an open procedure. The intuitive surgical, inc. (Isi) clinical sales representative (csr) who was present during the procedure stated the surgeon provided the following information regarding the reported event: this procedure was one of the surgeon's first few robotic cases ever. An hour into the procedure, she noticed that consistently the patient experience more bleeding than anticipated and could not obtain hemostasis. The bleeding was not specific to any tissue. As this was one of the surgeon's first few robotic cases and has always previously conducted open surgical procedures, she was uncomfortable proceeding robotically. Therefore, the surgeon decided to convert to an open procedure. Even after conversion, the issue of bleeding persisted. The surgeon had confirmed no malfunction of any da vinci instruments or the system occurred. The surgeon explained that the decision to convert to open surgery had more to do with her comfort as she was new to robotic surgery. The csr stated the patient was male. The surgeon did mention that the patient has a history of drinking one or two bottles of wine every night and she did anticipate an issue with hemostasis.